Event description:
A malfunction alarm, identified as code malf 12, was reported. The customer's blood glucose level did not exceed 500 mg/dl, which is within the normal range, so there was no adverse impact. The customer was assisted with resetting the pump by technical support, and the issue did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue appeared again, which they acknowledged and understood.